Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer called in to report arm1 triggered an error during the surgery and they disabled the arm 1 and completed the surgery as planned. An intuitive surgical, inc. (Isi) technical support engineer (tse) was contacted and advised the customer to hard power cycle. The error logs reported 48100 i2c bus errors. The procedure was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse confirmed that the system was having issue on arm 1. The fse replaced universal surgical manipulator (usm) 1. The fse calibrated the system and performed a system verification. The system was tested and verified as ready for use. Isi received the usm (pn: 380647-25 // sn: (B)(6)) involved with this complaint and completed the device evaluation. Failure analysis (fa) concluded that the reported failure was confirmed but was not replicated. The unit was tested on the in house system and passed normal mode without triggering any error. The unit also passed direction test, carriage lissajous test, carriage sensor check test, carriage friction tests, carriage switches test, fiber test, sine cycle, all the friction tests, all brake tests, but failed yaw sensor check test on pftp. The carriage cover was removed, and visual inspection found no issue. As a precaution, the instrument sterile adapter (isa) printed circuit assembly (pca) will be replaced. The unit will be sent to OEM for repair.